Manufacturer narrative:
Fse replaced the batteries (0146-00-0039) and completed a full pm service. All tests completed to manufacturer specifications.

Event description:
It was reported that during preventive maintenance (pm) performed by the getinge field service engineer (fse) found that the cs300 intra-aortic balloon pump (iabp) batteries failed to meet runtime specification. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( investigation findings).